Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal a tampon fell apart leaving pieces inside her vaginal cavity. She manually removed the remaining pledget pieces and did not seek medical attention. She did not experience any adverse health effects.